Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-07626. It was reported the patient was not receiving effective stimulation therapy due to the patient's scs leads migrating. X-ray taken confirmed the leads had migrated. Diagnostic also revealed low and high impedances on multiple lead contacts. Surgical intervention may be taken to address the issue.

Event description:
Device 2 of 2 : reference MFR report: 1627487-2018-07626. Follow up information received identified surgical intervention was taken and the patient's scs leads were replaced. Effective stimulation therapy was reportedly restored postoperatively.